Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6), compared to a laboratory result using an unknown method. The meter result was 5.1 inr. The laboratory result within 4 hours was 3.46 inr. The patient¿s therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer (patient's daughter). The test strips were requested for investigation, however, there are no test strips remaining to return. It was found that the patient was taking antibiotics at the time of the event. Per product labeling, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr)." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." H3 other text : na.